Event description:
It was reported the patient experienced ineffective stimulation. Diagnostics indicated high impedance readings on all contacts and x-rays indicated the lead implanted at the l2 vertebral level was fractured. As a result, the patient's lead was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.

Manufacturer narrative:
Analysis conclusion the reported ineffective stimulation was confirmed. Visual inspection identified a kink on the lead body where all the wires were broken. This would have caused the ineffective stimulation experienced by the patient. The broken wires are consistent with an overstress condition or a sudden event the lead was subjected to while in vivo. The device history record was reviewed; there were no applicable non-conformances or rework associated with this batch/lot/serial number.